Manufacturer narrative:
Device evaluated by manufacturer: the device was returned, and analysis completed on 21apr2023. It was observed that the filter returned with one accessory. Visual and microscopic inspection revealed mechanical cuts that caused the separation between the filter and the wire, and the filter was bent at the spring tip. Additionally, it is possible to see that the device was returned incomplete. Sheathing/unsheathing test could not be performed, because the wire was separate to the filter, and in this state, it is impossible to test the functionality.

Event description:
Reportable based on device analysis completed on 21apr2023. It was reported that the device failed to deploy. The target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the filterwire failed to deploy. The procedure was completed with another 190cm filterwire ez. There were no patient complications reported post procedure.